Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and found that the reported phenomenon was duplicated due to corrosion of the video connector receiving contact and lock failure omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that an unreasonable force is applied to the video connector receiver, such as attaching it to the video connector receiver with liquid adhering to the video connector, or performing it without lowering the lock when removing the video connector. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image was not displayed. There was no report of patient injury associated with the event.